Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the rep that the tl60 instrument had no staples in original cartridge. The surgeon fired the device, but no staples were present on the lung. Another instrument was used to complete the case. There was no consequence to the pt.